Manufacturer narrative:
(B)(4). One (B)(4) was returned for qa eval. During testing of the sealing function, it was confirmed that the instrument activated when the handle was latched. The cause is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was manufactured prior to this change being implemented.

Event description:
The customer reported that when the purple button was used to activate the device, the button stuck causing the device to continue activating. The device also activated on its own. The device was not on tissue at the time this occurred. There was no pt injury.